Manufacturer narrative:
Reliability analysis inspected 2 opened and used sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 62, blood glucose reading 219 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred.